Manufacturer narrative:
B3 - date of event unknown. No device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.

Event description:
It was reported that the needle applicator did not stick to the skin, and they had to put a new one on in the middle of the infusion. There was patient involvement, and no patient harm reported.